Event description:
It was reported that the patient's blood test results revealed suspicion of a potential thrombus. Log files showed a speed drop on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this investigation. The controller event log file contained data spanning from 01sep2022 at 16:46:03 to 07sep2022 at 21:26:09, per the timestamp. Throughout the log file the device operated as intended at the stored patient speed and no unusual events were recorded. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient may have experienced an ingestion of thrombus based on their blood work which indicated raised lactate dehydrogenase (ldh) and plasma-free hemoglobin. The patient was asymptomatic and did not receive any additional testing or treatment besides increasing their anticoagulation / international normalized ration range. The patient¿s blood work is reportedly normal at this time and will continue to be observed by the center. Log file analysis found 07sep2022 low speed advisory alarms were active due to the stored patient speed being set below the low speed limit.